Event description:
It was reported that the ilet user experienced a high blood glucose of 340 mg/dl after a meal and later confirmed that the meal announcement was missed. Symptoms included hyperglycemia. Outcomes included a delay to appropriate therapy due to a missed dose. Investigation included communication with the user, interviews, and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem was identified related to the user interface, and the event aligned with improper or incorrect procedure consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.